Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 252 mg/dl and insulin was delivered via an insulin pen to address the bg level. Multiple infusion set and cartridge changes were performed and the occlusion alarms continued. Tandem technical support advised the customer to perform an additional supply change to address the issue.